Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hardware low level failure of the insulin pump. On (B)(6) 2017, the customer¿s blood glucose level was 57.6 mg/dl and was treated with food. The customer was advised to perform self-test and it did not pass. The customer was advised to discontinue the pump, but she stated, it's more dangerous when they are off the pump so cannot revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 63 were noted nor found at the formatted history file. Unit was monitored for several hours and no unexpected changing of settings anomalies was noted. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.